Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injections. The customer stated that there were no air bubbles in the tubing or in the reservoir. The customer declined to troubleshoot for leaks, insulin issues, site issues and settings. The insulin pump will not be returned for analysis.